Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: underweight and opening. A microscopic analysis was performed which identify four striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: two striated edge on posterior side assessed as to surgical damage. A striated edge on radius side assessed as to surgical damage. A striated edge on anterior side assessed as to surgical damage.

Event description:
Healthcare professional reported right side rupture and seromas. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported right side rupture. This device has been removed.